Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with multiple programmers and did not elicit tones with application of a magnet. Consequently, the device was explanted and replaced.